Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 48-385 mg/dl. Reportedly, the customer miscalculated a bolus by not consuming the amount of carbohydrates entered in the bolus field, which resulted in the low bg. Customer consumed additional carbohydrates to address bg. Additionally, it was reported the pump software did not suspend insulin delivery. Tandem technical support performed a pump reset to address the event and the customer continued to use pump for insulin therapy.